Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited oversensing, pacing inhibition, and high out-of-range pace impedance of greater than 2,000 ohms. Additionally, there was no capture at max output in the bipolar configuration and capture was variable in the unipolar configuration. X-ray and fluoroscopic evaluation did not reveal any issues. It was noted that the bend in the lead may have been more accentuated than normal; however, visual inspection did not reveal any lead damage. The patient was pacemaker depended. A lead revision procedure was scheduled. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.